Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the prostate was being scraped when inserted the intermittent catheter due to the tip of the catheter being bent. Customer stated that it caused pain, returning blood and not able to complete the insertion. Also stated that it had occurred with several different lots.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that the prostate was being scraped when inserted the intermittent catheter due to the tip of the catheter being bent. Customer stated that it caused pain, returning blood and not able to complete the insertion. Also stated that it had occurred with several different lots.